Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855 . A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿, the gel an unspecified number of tubes are not forming a solid band separating the serum from the red cells. Observed issues included holes in the gel after centrifugation, portions of the gel remaining at the bottom of the tube, and gel not moving up correctly, instead remaining on the walls surrounding the red cells. Sample was recollected. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that while using bd vacutainer® sst¿, the gel an unspecified number of tubes are not forming a solid band separating the serum from the red cells. Observed issues included holes in the gel after centrifugation, portions of the gel remaining at the bottom of the tube, and gel not moving up correctly, instead remaining on the walls surrounding the red cells. Sample was recollected. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd did not receive samples for investigation. Photos were provided however; no photos were provided related to this complaint. Therefore, a total of 30 retained samples were visually inspected for additive abnormality and gel defects. No issues were observed upon inspection. Complaints for sample quality are under statistical control for the month of december, 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.